Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that the bd luer-lok syringe stopper separated from the plunger the following information was provided by the initial reporter: "when drawing up medication progesterone. Auto medics of ivf treatment customer states that a piece of the rubber stopper separated from the device and contaminated the medication." Resident consumer: (B)(6). Pharmacy: (B)(6). Doe: 01feb2024. Issue: when drawing up medication progesterone brand: auto medics of ivf treatment customer states that a piece of the rubber stopper separated from the device and contaminated the medication. Ref: (B)(4). Lot: 3300752. Pt harm: no but did loose medication dosage, had to order new dosage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.